Manufacturer narrative:
The received device had the needle mechanism deployed. The formed needle of the received device was visible in the exposed portion of the soft cannula, but retracted after opening the device. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to retract as intended. Inspection of the cannula assembly found a tear in the exposed portion of the soft cannula, allowing for fluid to leak out of the fluid path. It cannot be determined when or how this damage occurred. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose rose to 348 mg/dl. The needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn between 4 and 24 hours on the infusion site (hip/buttocks). When removed from the infusion site, the cannula was found to be damaged by the needle. Ketones were checked and none were found to be present. As treatment, a correction bolus was administered.